Manufacturer narrative:
Correction: please retract this report 2017865-2024-41067 as review of additional information indicates that the lead should not have been reported.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend the helix and failure to rectract the helix. The rv lead was removed and replaced. The patient was recovering post procedure.